Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced ventricular fibrillation and ventricular tachycardia, the resolution for this issue is unknown. Also, post intervention reveled some occlusion with the repositioning sheath, and a femoral bypass was performed to resolve this issue. Additionally, the device exhibited flow saturation. The motor current was noted to be higher than expected for the p-level on the 9th day of impella cp support. The next day flows the motor current was higher, and flows were saturated. The decision was made to explant and proactively replace the pump as a result. It was reported that the patient survived explant. No further information is available.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation (vf), ventricular tachycardia (vt), thrombus, saturation flow and has been completed. The product was returned, and the evaluation completed. Per the results of the investigation "the data logs were returned and show a gradual increase in motor current in the last 3 days of the case. This increase in motor current correlates to an increase in calculated flow. The product was returned, and biomaterial was found built up under the impeller. A high motor current pump stop occurred when an attempt was made to start the pump. The root cause of the saturated flows was determined to be biomaterial". Per the investigation for the vt/vf issue "any device contacting the heart wall in conjunction with a poor patient condition could result in vf/vt but since fluoroscopic imaging and/or sufficient clinical details were not provided, a relation between impella and the vf/vt is unable to be determined". As noted in the impella IFU: impella cp with smart assist system impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. This report is being filed as part of a retrospective review of historical records.